Event description:
Upon use of stapler during a laparoscopic surgery for pelvic mass, when surgeon placed stapler after end reload - it grabbed lateral to uterus and over utero - ovarian pedicle. It was clamped and fired. Staple line did not appear to be intact; staples began to top off one after another and uterus began to bleed. Pt abd opened - 200 cc blood in cul de sac. Several staples removed from pt's abdomen.